Event description:
The patient reported a "shooting rectal pain" a few weeks after implant. She experienced pain in her spine that felt like her spine was out of her body, "shocked awake." Her symptoms started, following a fall about 5 days ago. When the stimulation was turned off, the rectal and spinal pain went away. The healthcare provider confirmed that the event was not attributed to the device. No patient injuries were reported.

Manufacturer narrative:
(B) (4).